Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm without low battery alert. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had depleted battery life. The customer stated that the insulin pump still had low battery life after changing the battery. The insulin pump will not be returned for analysis.